Event description:
A female pt with history of pvd and previous peripheral interventions underwent an uncomplicated peripheral intervention in 2008. The physician, trained to the mynx procedure, proceeded to use the mynx vascular closure device in which he pulled the balloon back to achieve temporary hemostasis at the arteriotomy. Once he felt that the balloon was positioned abutting the arteriotomy, the sealant was deployed, however, hemostasis was not achieved. The pt was converted to manual compression without incident. The next day, the pt began to develop right leg pain, with that leg being cooler in temperature than the left. On two days later, contralateral access was obtained and angiography demonstrated a popliteal occlusion. The physician attempted to aspirate the embolus, subsequently placed a filter wire, and then stented the area of occlusion, which restored flow to the popliteal artery. The pt tolerated the procedure well, and was discharge without complication.

Manufacturer narrative:
The device was not returned for eval, and the lot number was not provided to perform lot history review. The embolus was not successfully aspirated, therefore, the contents of the material remain unk. Based on the info provided, there is no evidence to suggest that the mynx device did not meet specifications or perform as intended per IFU. The pt does have history of pvd with previous peripheral interventions, and calcium was noted on the angiogram within the vicinity of the puncture. Per the mynx IFU, the user is instructed to "confirm via femoral arteriogram: common femoral artery single wall puncture; evidence of adequate flow; there is no evidence of significant pvd in the vicinity of the puncture." Significant pvd and/or calcium in the vicinity of the puncture may have lead to a misdeployment of the mynx sealant. Per the mynx IFU, the safety and effectiveness of mynx have not been established in pts with clinically significant peripheral vascular disease in the vicinity of the puncture.